Manufacturer narrative:
.

Event description:
The caller reported the pilot balloon on the tube leaked. The patient was not re intubated however the pilot line was cut and a repair kit was put on the tube.